Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen of the programmer was not working. It was noted on analysis that the touchscreen had damage and would not allow select function to be used. It was further noted that the front panel boss came loose. All found defective parts were replaced and all other identified issues were resolved. The device then passed all safety, console and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was not working. The programmer was received into service. There was no patient involvement.